Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified subclavian vein. A 4.0 x 40, 75cm mustang catheter was advanced for dilation. However, during the first inflation at 8 atmospheres for 2 seconds, the balloon ruptured. The device was removed, and the procedure was completed with another of the same device. No complications were reported, and the patient was in good condition post-procedure.